Manufacturer narrative:
The thruway device was reported to have been disposed, therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information was not available at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
At the end of the procedure with jetstream in a long sfa in stent stenosis. The jetstream stopped rotating, and it was not possible to "rex" either. The wire was stuck in the jetstream catheter and both the wire and the jetstream catheter had to be removed together. This was at the end of the treatment. The procedure was completed using a pta balloon to open the rest of the stenosis. No patient complications reported.